Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left essure micro-insert had completely perforated the fallopian tube and was resting on the wall of the bowel/perforation (fallopian tube(s)),"), uterine perforation ("device in left fallopian tube perforated into other organs"), device expulsion ("right essure micro-insert had almost entirely migrated into the uterus; only a small portion still remained in the fallopian tube./device migrate into uterus") and internal haemorrhage ("caused internal bleeding") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included caesarean section and pid pelvic inflammatory disease. Concomitant products included oral contraceptive nos for birth control as well as cetirizine hydrochloride (cetirizin) since 2011, methylphenidate since 2010 and salbutamol sulfate (proair hfa) since 2011. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), internal haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), dyspareunia ("severely painful intercourse leading to an inability to engage in sexual intercourse/dyspareunia (painful sexual intercourse),"), nausea ("nausea"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and arthralgia ("hip pain"), 7 years 8 months after insertion of essure. On (B)(6) 2016, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient was found to have weight increased ("weight gain/weight gain / loss"). On an unknown date, the patient experienced back pain ("lower back pain"), uterine pain ("uterine pain even when not menstruating"), abdominal distension ("swelling of the lower pelvic area and abdominal area especially after intercourse/swelling of abdomen"), depression ("depression"), anxiety ("worsening of her anxiety"), hot flush ("hot flashes"), malaise ("general malaise"), pyrexia ("fevers") and swelling ("swelling"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, internal haemorrhage, vaginal discharge, abdominal distension, dyspareunia, fatigue, weight increased, female sexual dysfunction and arthralgia had not resolved, the back pain, uterine pain, nausea, menorrhagia and vaginal haemorrhage had resolved, the depression, anxiety, hot flush, malaise and pyrexia outcome was unknown and the swelling was resolving. The reporter considered abdominal distension, anxiety, arthralgia, back pain, depression, device expulsion, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, hot flush, internal haemorrhage, malaise, menorrhagia, nausea, pyrexia, swelling, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since her removal surgery, patient's symptoms have mostly resolved, though some remain. This was placed with 7 coils in the uterine cavity, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: confirming full occlusion of fallopian tubes. Diagnostic results: ultrasound was done and showed coils perforating left fallopian tube migrating device into uterus. Final pathologic diagnosis: the endometrial canal is tan and corrugated the endometrial canal is 3.0 cm in width and 4.0 cm in length and is lined by endometrium which is up to 0.2 to 0.3 cm thick grey ¿ten sectioning of proximal aspects of each fallopian tube reveals embedded corrugated,metallic material the right fallopian tube is fimbriae and 6.4 cm long by 0.7 cm in diameter.the cut surfaces of the fallopian tube are grossly unremarkable. Most recent follow-up information incorporated above includes: on 5-feb-2019: event "swelling " added. Medical history added, events- "abnormal bleeding (vaginal, menorrhagia), lower back pain, uterine pain even when not menstruating, nausea " outcome updated to "recovered / resolved" from pfs. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left essure micro-insert had completely perforated the fallopian tube and was resting on the wall of the bowel/perforation (fallopian tube(s)),"), uterine perforation ("device in left fallopian tube perforated into other organs"), device expulsion ("right essure micro-insert had almost entirely migrated into the uterus; only a small portion still remained in the fallopian tube./device migrate into uterus") and internal haemorrhage ("caused internal bleeding") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included oral contraceptive nos for birth control as well as cetirizine hydrochloride (cetirizin) since 2011, methylphenidate since 2010 and salbutamol sulfate (proair hfa) since 2011. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2016, 7 years 8 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), internal haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), dyspareunia ("severely painful intercourse leading to an inability to engage in sexual intercourse/dyspareunia (painful sexual intercourse),"), nausea ("nausea"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and arthralgia ("hip pain"). On 15-jul-2016, the patient experienced fatigue ("fatigue"). On 1-oct-2016, the patient experienced weight increased ("weight gain/weight gain / loss"). On an unknown date, the patient experienced back pain ("lower back pain"), uterine pain ("uterine pain even when not menstruating"), abdominal distension ("swelling of the lower pelvic area and abdominal area especially after intercourse/swelling of abdomen"), depression ("depression"), anxiety ("worsening of her anxiety"), hot flush ("hot flashes"), malaise ("general malaise") and pyrexia ("fevers"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on 17-aug-2016. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, internal haemorrhage, vaginal discharge, back pain, uterine pain, abdominal distension, dyspareunia, fatigue, weight increased, nausea, menorrhagia, vaginal haemorrhage, female sexual dysfunction and arthralgia had not resolved and the depression, anxiety, hot flush, malaise and pyrexia outcome was unknown. The reporter considered abdominal distension, anxiety, arthralgia, back pain, depression, device expulsion, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, hot flush, internal haemorrhage, malaise, menorrhagia, nausea, pyrexia, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since her removal surgery, patient's symptoms have mostly resolved, though some remain. This was placed with 7 coils in the uterine cavity, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 2-feb-2009: confirming full occlusion of fallopian tubes ultrasound was done and showed coils perforating left fallopian tube migrating device into uterus. Final pathologic diagnosis: the endometrial canal is tan and corrugated the endometrial canal is 3.0 cm in width and 4.0 cm in length and is lined by endometrium which is up to 0.2 to 0.3 cm thick grey ¿ten sectioning of proximal aspects of each fallopian tube reveals embedded corrugated,metallic material the right fallopian tube is fimbriae and 6.4 cm long by 0.7 cm in diameter.the cut surfaces of the fallopian tube are grossly unremarkable. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), migration of essure device location of device: device in left fallopian tube perforated into other organs. Caused internal bleeding and pain, nausea, dyspareunia (painful sexual intercourse),hip pain. Case medically confirmed. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. On 1-mar-2018: fu2 +fu3 processed together. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left essure micro-insert had completely perforated the fallopian tube and was resting on the wall of the bowel") and device expulsion ("right essure micro-insert had almost entirely migrated into the uterus; only a small portion still remained in the fallopian tube.") In a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), pelvic pain ("severe pelvic pain"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), uterine pain ("uterine pain even when not menstruating"), abdominal swelling("swelling of the lower pelvic area and abdominal area especially after intercourse"), dyspareunia ("severely painful intercourse"), depression ("depression"), anxiety ("worsening of her anxiety"), fatigue ("fatigue"), weight increased ("weight gain"), nausea ("nausea"), hot flush ("hot flashes"), malaise ("general malaise") and pyrexia ("fevers"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device expulsion, vaginal discharge, pelvic pain, abdominal pain lower, back pain, uterine pain, abdominal swelling, dyspareunia, depression, anxiety, fatigue, weight increased, nausea, hot flush, malaise and pyrexia outcome was unknown. The reporter considered abdominal swelling, abdominal pain lower, anxiety, back pain, depression, device expulsion, dyspareunia, fallopian tube perforation, fatigue, hot flush, malaise, nausea, pelvic pain, pyrexia, uterine pain, vaginal discharge and weight increased to be related to essure. The reporter commented: since her removal surgery, patient's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: confirming full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.